Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID login was not accepted by pyxis. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the bio ID did not work after the 1.11 upgrade. Customers experienced issues logging into the station using bio ID. A field service engineer (fse) confirmed that the development team was working on bio ID patches for a permanent fix. No parts were replaced. The fse coordinated with a technical support specialist, and multiple software patches were implemented to address the issue at the time of service. The system functioned as intended after field service engineer and technical support specialist troubleshot the device.